Event description:
A surgeon reported that memory lens implanted in the left eye of a patient was explanted & replaced with a different iol with no complications due to opacification. Best current visual acuity reported as 20/25, os. No further information is available at the time of the report.